Event description:
It was reported the customer had a cracked insulin pump with sensitive buttons. The mother stated the b button automatically takes you to a bolus. The mother also reported there was two cracks by the battery cap, one crack by the reservoir, and a large crack at the front of the screen. The customer's blood glucose was 125 mg/dl. The mother could not recall any significant events leading to the keypad issues. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Insulin pump had no button response, due to flattened dome switch on esc button. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, missing end cap sticker and cracked case near display window corners noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)